Event description:
It was reported by service report that the breakaway head section could not be locked because parts were missing. It was further reported the fowler cylinder was also missing. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: missing hardware, release bar and trigger locks. Missing fowler cylinder. Conclusion code: service tech indicated that it looked like the customer had used this unit as a donor for spare parts.